Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the immulite's transformer had two terminals melted. The cse checked the laboratory's electrical outlet that powered the immulite and found its output to be within specifications. The cse then replaced the immulite's transformer. The system was then inspected for all voltages and passed all system checks. The issue was resolved by routine troubleshooting. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported that the transformer of the customer¿s immulite 2000 xpi system had caught fire and melted wires. It is unknown if there were visible smoke or flames as the customer was not in laboratory when the event happened. No burning smell was noted but the system was down due to the issue. There was no delay in testing as the customer had backup systems to process samples. There are no known reports of patient intervention or adverse health consequences due to this event.